Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot # va0958b, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va0958b, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported the patient was implanted in (B)(6) 2013 and they were in the hospital for 2 months. It was noted they came home on (B)(6) 2013. Additional follow up was requested.